Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited noise oversensing, high threshold and low, out of range pacing impedance. The lead was explanted and replaced. The patient was stable.